Event description:
On (B)(6) 2012, our (B)(4) affiliate received a medical device safety info report from the (B)(6). The treating eye care professional (ecp) had reported the event to (B)(6) on (B)(6) 2012. The report stated that the pt began wearing the acuvue 2 define contact lenses (cl) in question on (B)(6) 2012 (acuvue 2 define contact lenses are not marketed in the us). The pt developed pain in the left eye (gs). The pt visited her ecp on (B)(6) 2012, complaining of "persisting pain." The pt was diagnosed with a corneal ulcer. The pt reportedly performed "proper cl care". The ecp voiced concern about "long cl wearing time", greater than 16 hours a day. On (B)(6) 2012, an associated of our firm visited the testing ecp and provided the following info. The pt was diagnosed with an infectious corneal ulcer os. The ulcer was about 1mm in size and located near the limbus at 10 o'clock. The pt's pupil os was not affected. No cultures were performed. The pt was treated with cravit 1.5% and hyalein 0.1%. The pt was instructed to discontinue cl wear until the ulcer had resolved. The pt was instructed to return for f/u. On (B)(6) 2012, the pt returned to the eye clinic. The lesion was slightly smaller. The pt was instructed to return for f/u. The pt did not return for f/u visit; the pt outcome is unk. The product and lot number are not available. If add'l medical or product info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Conclusions: no eval will be performed. No conclusion can be drawn.